Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call for MRI eligibility, the hcp reported that the patient said the 'device had not worked in 10 years'. The caller was unable to provide further details/clarification. There were no patient complications reported as a result of this event.